Event description:
It was reported that one flogard infusion pump was observed with the condition of "air in line". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The root cause of the reported air in line was determined be out of calibration air in line sensors. The air in line sensors were recalibrated to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.